Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo review: received photo shows a company device, the plunger appears to be advanced to nozzle entry. The intraocular lens (iol) appears to be advanced to mid nozzle. Iol condition and plunger/iol interaction cannot be confirmed from the returned photo. The tip of the nozzle is not observed in the returned photo. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, company iol didn't work as expected. There was no patient harm. The procedure was completed by using backup lens.